Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5061717) on 06-may-2016. The most recent information was received on 03-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("essure perforation") and genital haemorrhage ("heavy bleeding/bleeding") in a 49-year-old female patient who had essure (batch no. B53037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception". The patient's past medical history included constipation, psychiatric disorder nos, gravida I, parity (B)(6) 1996), dizziness on (B)(6) 2012, bipolar disorder on (B)(6) 2012, hypertension on (B)(6) 2012, sleep apnea on (B)(6) 2012, seizures on (B)(6) 2012, complex partial seizures in 2012, sinusitis, arthralgia on (B)(6) 2013, congestion nasal, chest pain, laparoscopic surgery in 1994, memory disturbance, denture wearer and skin cyst removal in 2013. She is not having any fever, no cough or congestion, any chest pain or shortness of breath, no abdominal pain, no dysuria, hematuria, melena or hematochezia. Patient herself has not had birth defects, trauma, cancer or stroke, drug abuse, shock therapy or meningitis.denies drugs, alcohol or tobacco. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013 and ropinirole. Concurrent conditions included neck stiffness since (B)(6) 2015, rash since (B)(6) 2015, urinary incontinence since (B)(6) 2015, paresthesia since (B)(6) 2015, tremor since (B)(6) 2016 and vision abnormal since (B)(6) 2016. Family history included cerebrovascular accident (grandfather), hypertension (grandfather, mother and son) and diabetes (son). Concomitant products included fluoxetine from 2016 to 2017 and lorazepam from 2016 to 2017 for anxiety and depression, lubiprostone (amitiza) from 2016 to 2017 for constipation, verapamil for hypertension, levetiracetam (kepra) from 2010 to 2017 for seizures as well as aripiprazole, levetiracetam, lisinopril and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach cramps/ stomach pain"), anxiety ("anxiety") with heart rate increased, depression ("severe depression") and muscle spasms ("back cramps"). On an unknown date, 624 days after insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycle/ irregular periods"), nausea ("nausea"), abdominal distension ("bloating"), gait disturbance ("problem walking"), headache ("headaches"), abdominal pain ("abdominal pains"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("gastrointestinal track spasms"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("fluctuations in her weight"), dyspareunia ("pain during intercourse"), vaginal hemorrhage ("spotting") and procedural pain ("severe pain during insertion of essure/ I experienced severe pain during the procedure"). The patient was treated with linaclotide (linzess), dicycloverine (dicyclomine), naproxen sodium (aleve liquid gels), surgery (total abdominal hysterectomy) and surgery (exploratory laparoscopy, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, back pain, abdominal pain upper, nausea, abdominal distension, gait disturbance, headache, abdominal pain, constipation, irritable bowel syndrome, gastrointestinal pain, dysmenorrhoea and fatigue outcome was unknown, the menstruation irregular, weight fluctuation, dyspareunia, vaginal haemorrhage, muscle spasms and procedural pain was resolving and the anxiety and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, irritable bowel syndrome, menstruation irregular, muscle spasms, nausea, perforation, procedural pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she did not claimed that she is allergic abd she experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results: on (B)(6) 2015, CT abdomen pelvis with contrast- impression: no CT evidence of acute intraabdominal abnormalities. Minimal bibasilar dependent atelectasis with trace pleural effusions. Gastric lap band. Mild constipation. Essure prosthesis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5061717) on 06-may-2016. The most recent information was received on 20-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation") and genital haemorrhage ("heavy bleeding/bleeding") in a (B)(6) female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation, psychiatric disorder nos, gravida I and parity 1 ((B)(6) 1996). Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013. Concomitant products included fluoxetine in 2016 and lorazepam in 2016 for anxiety and depression, lubiprostone (amitiza) in 2016 for constipation, verapamil for hypertension, levetiracetam (kepra) in 2010 for seizures as well as aripiprazole and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach cramps/ stomach pain"), anxiety ("anxiety") with heart rate increased, depression ("severe depression") and muscle spasms ("back cramps"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, the first episode of menstruation irregular ("irregular menstrual cycle/ irregular periods"), nausea ("nausea"), abdominal distension ("bloating"), gait disturbance ("problem walking"), headache ("headaches"), abdominal pain ("abdominal pains"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("gastrointestinal track spasms"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("fluctuations in her weight"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("spotting"), the second episode of menstruation irregular ("irregular periods") and procedural pain ("severe pain during insertion of essure/ I experienced severe pain during the procedure"). On an unknown date, 624 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycle/ irregular periods"), nausea ("nausea"), abdominal distension ("bloating"), gait disturbance ("problem walking"), headache ("headaches"), abdominal pain ("abdominal pains"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("gastrointestinal track spasms"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("fluctuations in her weight"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("spotting"), and procedural pain ("severe pain during insertion of essure/ I experienced severe pain during the procedure"). The patient was treated with linaclotide (linzess), dicycloverine (dicyclomine), naproxen sodium (aleve liquid gels), surgery (total abdominal hysterectomy) and surgery (exploratory laparoscopy, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, back pain, abdominal pain upper, nausea, abdominal distension, gait disturbance, headache, abdominal pain, constipation, irritable bowel syndrome, gastrointestinal pain, dysmenorrhoea and fatigue outcome was unknown, the anxiety and depression had not resolved and the weight fluctuation, dyspareunia, vaginal haemorrhage, the last episode of menstruation irregular, muscle spasms and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, irritable bowel syndrome, muscle spasms, nausea, procedural pain, uterine perforation, vaginal haemorrhage, weight fluctuation, the first episode of menstruation irregular and the second episode of menstruation irregular to be related to essure. The reporter commented: she did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure quality-safety evaluation of ptc: in this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 20-nov-2017: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. All relevant medical history, concurrent condition, concomitant medication and treatment drug were added. Start date and indication was updated. The following events were added: essure perforation, severe pain during insertion of essure; spotting; cramps; back cramps and she did not use birth control or contraception. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.